Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained ventricular oversensing due to noise was observed. The patient was asymptomatic. No further information is available.